Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the battery lock, front enclosure, battery compartment and head restraint wire damaged. A review of the autopulse archive was performed and user advisory (ua) 45 (not at "home" position after power-on) messages were observed in the log. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Further testing showed that the clutch plate was sticky which is unrelated to the reported complaint. Therefore the clutch plate was replaced. In summary the customer's reported complaint about crack case was confirmed during visual inspection. The exact root cause of the damage could not be determined. The autopulse platform is a reusable device and was manufactured on 01/25/2008. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. The ua 45 observed during archive review and functional testing was due to the drive shaft not at "home" position. The drive shaft was rotated to the "home" position. Top cover, front enclosure, battery lock and battery compartment were replaced and the platform passed run in test and all final testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
Customer reported that the case has a crack. There was no patient consequences reported. This report is being submitted because during device evaluation, the platform exhibited user advisory (ua)(shaft not at "home" position)which is a reportable event.